Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high undefined superior vena cava (svc) impedance and a rise in rvcoil impedance was also observed. The svc lead and alerts were programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was rising. Concomitant products: 419588 lead, 5076-52 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.